Event description:
The customer reported that an 840 ventilator had an unresponsive keypad. The customer reported to have replaced the touch frame pcb. The issue has been resolved. The unit passed extended self-testing.